Manufacturer narrative:
(B)(4). Explant date: 2017 it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. The model and serial number of the devices are not known, therefore a device history review cannot be performed.

Event description:
A report was received that the patient developed and infection at the lead site and underwent an explant procedure. During the explant procedure a contact became disconnected from the lead and fell into the epidural space, and was not removed. A magnetic resonance imaging was done to locate the missing contact, the patient then underwent a second procedure in which the contact was removed. No other information is available.

Manufacturer narrative:
Explant date: 2017. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. The model and serial number of the devices are not known, therefore a device history review cannot be performed.

Event description:
A report was received that the patient developed and infection at the lead site and underwent an explant procedure. During the explant procedure a contact became disconnected from the lead and fell into the epidural space, and was not removed. A magnetic resonance imaging was done to locate the missing contact, the patient then underwent a second procedure in which the contact was removed. No other information is available.